Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-15893; related manufacturer reference number: 2017865-2020-15895. It was reported that the patient presented to the clinic with a pocket infection. The physician explanted the patient's pacemaker, atrial and ventricular lead. The patient was stable throughout.

Manufacturer narrative:
The reported field event of a device caused infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.